Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. A medical record review was performed. The investigation is confirmed for the reported catheter fracture, migration and identified material separation issue. According to the medical record, approximately five years and two months post port deployment, a computed tomography angiogram revealed that the fractured left subclavian intravenous catheter with migration of the fractured fragment deep into the right ventricle. On the same day patient was planned for removal of chest port. Through the right internal jugular vein approach, the tip of the catheter was snared without difficulty and the entire fracture catheter fragment was removed under fluoroscopic guidance. Post procedure chest x-ray demonstrated no catheter fragments remaining in the chest. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that: contraindications: this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off. Preventing pinch- off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched. H10: d4 (expiry date: 03/2017), g3, h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that some time post port placement, the port allegedly fractured and migrated. It was further reported that additional surgery was performed. Patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2017). Device not returned.

Event description:
It was reported that some time post port placement, the port allegedly fractured and migrated. It was further reported that additional surgery was performed. Patient status was unknown.